Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had a habit of falling and after one of their falls, the lead shifted into the gutter and the purpose of the surgery was to place the lead in the correct position. It was reported that the fall caused bruising of the spinal cord and due to stenosis, the doctor felt that the removal of the lead would allow the spinal cord to heal. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare provider (hcp) of a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had a lead revision. It was reported that the patient had two falls within 24 hours of the lead revision. An MRI was taken and the system was explanted. No further complications are anticipated.